Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
On (B)(6) 2021 the customer alleged the insulin pump alarmed critical pump error (open book image) after moisture exposure, unresponsive select button, and crack on the back of the insulin pump. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, partially broken reservoir tube lip, missing retainer, missing reservoir tune o-ring, broken belt clip rails, stained and faded serial number label, case cracked at the corner of the belt clip rails, and cracked battery tube threads. The insulin pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify unresponsive keypad due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest. Device failed to enter recovery mode preventing download of history files and traces using thus, however, xtest was used to download bootloader traces. The insulin pump was cut open to perform a visual inspection. No moisture damage found on electrical board 2, the motor, and force sensor however, moisture damage was found on electrical board 1. X test bootloader traces indicate an faulty connector radio frequency board test failure triggered the critical pump error (open book image) alarm due to moisture damage on the faulty connector radio frequency board chip on electrical board 1. The force sensor zero offset is within specification (24.1 milivolts). A test p-cap was installed and did not lock in place due to broken reservoir tube lip and missing retainer. Critical pump error (open book image) alarm, moisture damage and cosmetic damage are confirmed. Unable to verify unresponsive keypad due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm due to moisture damage on the rf chip on electrical board 1. The pump had case cracked at the corner of the belt clip rails and cracked battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm and button was not working and customer was unable to select ok. Customer stated crack on back of the insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.